Event description:
An event was reported involving a pump malfunction with the code 16-0x20e6, which occurred in denmark. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether the level exceeded 500 mg/dl, and no further data was available. The customer reset the pump, which was within warranty, and was informed that a replacement pump was necessary. Technical support confirmed the shipping address, provided transport instructions, and instructed the customer to return the malfunctioning pump with a pre-paid label within ten days. The replacement pump was issued under serial number (B)(6).